Event description:
It was alleged the bed exit did not alarm and allegedly the patient fell out of the bed. The unit was inspected by a stryker technician, and no defect was found. It was not reported if there was any injury related to the alleged fall.